Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using the pre-close technique prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, a prostyle was successfully prepared. When passing the .035 guide wire through guide wire port, the distal tip would not go through. A new prostyle device successfully pre-placed a suture with the same guide wire. The tavi procedure was completed. Hemostasis was achieved with the pre-placed prostyle suture in the pre-close technique. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was returned for analysis. The reported difficult to insert (guide wire) was confirmed. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported difficult to insert (guide wire) was concluded to be related to a potential product quality issue due to the damaged seal valve observed. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.